Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the device would not power on. Visual inspection of the interior of the handpiece found there was light ribbing in the plunger housing preventing movement of the plunger. Inspection of the battery pack found the voltage was low, the batteries had leaked electrolyte, and one wire was pinched. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the handgun did not work when the trigger was pushed. It is unknown if a patient was involved or if there was patient impact. Due diligence information complete as customer confirmed that no additional information is available. During device evaluation, it was discovered that the batteries were leaking electrolyte.